Event description:
Complainant alleged that during biomed testing the device displayed a "bridge test failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reportedmalfunction was observed and attributed to an unsoldered pin on the bridge board. Trend analysis for failures of this type does not indicate an increase in frequency.